Manufacturer narrative:
(B)(4). The customer initially reported a keyscan pca replacement without specific info to confirm a device malfunction or safety issue. Info made available at a later date identified the issue to be the device had a blank display upon powering up during op check. There was no pt involvement. The device was evaluated by an authorized philips representative. The issue was duplicated and isolated to a faulty keyscan pca. The keyscan pca was replaced to resolve the symptom. The device passed all testing and was returned to service. We are considering this a malfunction of the keyscan pca. Replacement of the keyscan pca resolved the symptom. No formal response was requested and none is warranted.

Event description:
The customer initially reported a keyscan pca replacement without specific info to confirm a device malfunction or safety issue.